Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implant had been nothing but problems since they got it. The patient stated that they hated the new controller as they always had trouble connecting it and it was not working for their symptoms. The patient stated that they continually lose urine and they were unaware that they had an accident. The patient stated that they didn't have a problem with the old implant and it previously covered lower back pain. The patient stated that the controller was extremely hard to use, and they had gone through all the programs. The best they could come up with was program 2 and it had to be set at 5.9 and they thought that runs the battery down quicker, and they were concerned that they still had to wear pads at all times. The patient was having a neurogenic bladder and neurogenic emptying and that had never happened before. The patient stated that they had not spoken to the healthcare provider about it in a while, but that there was a specific day the reps come in to do reprogramming. The patient was redirected to their healthcare provider to discuss reprogramming. No further complications were reported.